Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 140 mg/dl, and the meter bg reading was 340 mg/dl. Ketone level was low. Customer went to the emergency room (ER) due to elevated bg. Intravenous fluids and pain/nausea medication were administered. After 4 hours, customer left the ER feeling better with a bg of 110 mg/dl.